Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five minutes after starting treatment with a polyflux 140h, an external dialysate leakage from the header on arterial side was observed. It was reported "little leakages were found during priming", however, the reporter thought the leakage was due to the drop from the coupler(connector) when the coupler was connected to the dialysate port. The dialyzer was replaced with no issues noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection by naked eye of the product showed the product contaminated. After the disinfection of the product a leak test of the dialysate side was performed and a leak was observed. The cause identified as due to a crack in the welding seam. The reported condition was verified. The crack is associated to the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.